Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No stuck buttons noted by analysis. The insulin pump had a scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. The insulin pump had normal operating currents and analysis found no unexpected off no power, low battery, or battery out limit alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 99 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.